Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number". H.6. Investigation summary: "material #:367292: lot/batch #:23k13a1: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for break off during use was observed. Additionally, fifty (50) sets retention samples from bd inventory were evaluated by visual examination and the issue of break off during use was not observed. Then, fitting torque test was performed on our retained samples 8 sets by connecting them to bd single use holder, the test samples were able to be screwed into the holders without any breakage, so unconfirmed based on the retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of breaking off during use based on the photo. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported prior to using the bd vacutainer® safety-lok¿ blood collection set the back end of the needle breaks inside the holder. There was no report of impact to the patient or user.